Event description:
It was reported that (1) cdh25 was used during a gastrectomy procedure. It was reported by the affiliate that the adjusting knob would not rotate smoothly. Opened another instrument to complete the case. No adverse pt outcome.